Event description:
It was reported to technical services on (B)(6) 2011 that this IV lead was implanted into the rv port of a device which is considered off label product use. This was done at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).